Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 70mm in diameter and 80mm in length thoracic aortic aneurysm approximately two years ago. The aorta was severely tortuous. The neck length was 130mm. At 30-day follow up the aneurysm diameter was 70mm and length 50mm. At 6-month follow up aneurysm diameter was 80mm and length 60mm. At 12-month follow up, aneurysm diameter was 88mm and length was 100mm. There was no indication given for what was causing the aneurysm size increase. It was reported that a secondary procedure was performed to resolve aneurysm expansion. No additional information was provided. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (cause of event is unknown); inherent risk of procedure (aneurysm expansion). Evaluation conclusions: (cause of event is unknown).

Manufacturer narrative:
Evaluation - condition affected effectiveness of device (aneurysm developed distal to the stent graft). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aneurysm developed distal to the stent graft).

Event description:
Additional information was received as follows: the aneurysm enlargement was due to a distal type 1 endoleak caused by an aneurysm that started distal to the originally placed valiant stent graft. In the secondary procedure, two valiant stent graft, (B)(4) were successfully implanted 5 months ago and the distal type 1 endoleak was resolved. The patient was fine.